Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of epirubicin, at a rate of 400ml/hr via a plum pump. After twenty minutes in use, it was reported that the pump alarmed for air in line. It was reported that during backpriming of the tubing set to remove the air, the nurse noted a leak of solution from the clave secondary port on the cassette. The leak of solution was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).